Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited a total loss of fluid. Therefore, a surgical procedure was performed to remove and replace all the components. There were no patient complications reported.